Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. D6a - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.5/1.5/171 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os). Toxic anterior segment syndrome (tass) was observed one month after surgery. Eye drops and steroid prescribed. Improved visual acuity (1.2 to 1.5). White deposits foun on lens. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation 3331 - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim # (B)(4).